Event description:
It was reported that the patient underwent a laparoscopic procedure on (B)(6) 2014 and suture was used. During the procedure, suture detached from the swage and the needle fell into the patient¿s tissue. Ultrasound, x-ray, CT scan and various other tests were performed and needle was visualized but could not be physically located in the patient¿s body for removal. Additional information has been requested.

Manufacturer narrative:
Conclusion: retained samples were retrieved for evaluation. The samples were visually and functionally evaluated for strength and the samples met the requirements.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the peritoneum was being sutured and four passes had been made before the needle pulled-off the suture. Another suture was used to complete the procedure. The patient has been discharged and is reported as doing fine, but the needle remains retained inside the patient¿s body.